Manufacturer narrative:
As reported in a research article, out of 110 patients who had pfo closure with a variety of devices, including amplatzer pfo occluder, septal occluder, and cribriform occluder, one patient had a pericardial effusion after the procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report: 2135147-2020-00080. It was reported through a research article identifying amplatzer devices that may be related to a complications post procedure. Details are listed in the article, titled "effect of residual interatrial shunt on migraine burden after transcatheter closure of patent foramen ovale." It was reported in the article that 110 patients underwent pfo closure using either: cardioseal occluder device, or any of the amplatzer pfo occluder, septal occluder, or cribiform devices. The average age of the patients was 42.7 years, with 74 of them being female. The comorbidities include: hypertension, diabetes, hypercoagulability, history of smoking, arrhythmias, and migraines. Post procedural complications includes: pericardial effusion (1).